Event description:
It was reported that the customer's insulin pump was stolen on (B)(6) 2011. The mother stated that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 800mg/dl. It was stated that the customer was vomiting and confused. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.